Event description:
Caller reported compact plus blood glucose results: 9:30 1.3 mmol/l 9:31 1.2 mmol/l tested with other manufacturer's meter and got "5.st." Retested with compact plus: 9:35 5.7 mmol/l 9:37: 4.5 mmol/l a request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).